Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported leaking at the luer lock. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report of leaking at the luer lock was not confirmed. Visual inspection found that the female luer had broken plastic fused to the rim of the female luer lock. Closer inspection under a lab microscope observed stress marks at the break site of the broken plastic remnants that were fused to the rim of the female luer lock. No further testing was able to be performed due to the broken plastic fused to the rim of the luer lock obstructing access to the female luer lock. The root cause of the customer¿s report could not be determined due to the luer lock being obstructed by broken plastic remnants.

Event description:
The customer reported leaking at the luer lock. Although requested, no further information has been received.